Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm. Prior to the event, the customer stated she was working outside, the pump was suspended for two to three hours and a new battery was inserted. The patient was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading is 181 mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump passed self test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected restart anomalies or a21 alarms noted. Intermittent button response due to corroded keypad traces. No button error alarms noted. Cracked battery tube threads and minor scratched lcd window noted.